Event description:
A MFR's rep found "impedance: >4000 on prog 1 and 1900 on prog 2" of the pt's implantable neurostimulator system. An exhaustive impedance test revealed "1395 on everything" except for an unknown impedance "on 4-7" and "448 on 6-7." The "battery measured 2.56 and 40-90% for capacity." The pt's therapy was "fine." No pt symptoms were reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.